Manufacturer narrative:
(B)(4). Conclusion: a non-sterile orbit galaxy cmplx xtrasoft coil 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received un-zipped and no damages were noted on it. The support coil, gripper and embolic coil were found outside of the introducer. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic col was found stretched. A review of the manufacturing documentation associated with this lot 17152122 presented no issues during the manufacturing process that can be related to the reported complaint. The gap between the introducer and coil was confirmed since the embolic coil was found stretched. The cause of the stretched condition found on the embolic coil was apparently caused by applying excessive force on the device, but it could not be conclusively determined. However this defect could not be related to the manufacturing process, and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failure from leaving the facility. No corrective action will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization for a vertebral artery aneurysm coil compaction, an orbit galaxy coil (640cx0306, 17152122) was inserted into the xt17 (stryker) microcatheter and advanced into the aneurysm; however, there was gap in a movement between the coil and the delivery wire. During product analysis, it was determined that the coil was stretched. The coil was replaced with another coil (different lot#, lot# is unk) and the procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to or after the event. No unintended detachment was observed in the vessel or in the microcatheter.